Event description:
The accounts maintenance stated that the head section is rising up by itself.

Manufacturer narrative:
The accounts maintenance replaced the main circuit board to correct the issue.